Event description:
The patient reported their first pump was in their stomach and it developed a ¿sack¿ and it got infected. The system was removed (B)(6) 2014. Patient outcome or drug not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).